Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator right (mtmr) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The mtm2 has been returned and evaluated by fa. Fa investigation reproduced the error 25588 during sine cycle. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an issue with the surgeon not being able to control an arm. The technical support engineer (tse) viewed system event logs and found errors 23017 and 25588 on master tool manipulator (mtmr) axis 2. The procedure was converted to open surgery with no indication of patient injury.